Event description:
The procedure was illac artery angioplasty (vessel diameter was 9mm x lesion length 7cm). The lesion was moderately calcified with no vessel tortuousity, and this was first time treatment of this artery/lesion. A smart control stent was selected for the procedure. There were no damages of the device out of its packaging and no prepping difficulty. However, it was reported during the procedure, the stent system's delivery sheath broke, an the stent remained inside the sheath. Subsequently, the physician attempted to remove the broken sheath. Subsequently, the physician attempted to remove the broken sheath with a gooseneck snare. It is unknown if this removal attempt was successful. This event was reported to be life threatening and prolonged the procedure fo 90 minutes. However, the patient was reported to be in stable condition.